Event description:
Four days post-op swelling occurred. Patient had persistant pain over the site. Surgeon found swelling at the screw site and the remainder of the screw was removed.

Manufacturer narrative:
Product recall initiated on august 21, 2007.